Event description:
Report 1 of 2. Consumer reported upon attempted insertion of a pessary, the string detached. She did not continue to use that pessary. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.